Event description:
It was reported by the pt via the FDA website: "I had both hips replaced with stryker trident ceramic on ceramic hips. Ever since my surgery, I have had squeaking and popping/grinding noises. The noises and popping and grinding have increased to the point that it happens with each step. I also experience pain in my hips on an intermittent basis. - often the pain occurs when the particular hip is non-weight bearing." Diagnosis or reason for use: avn of both hips.

Manufacturer narrative:
Add'l info has been requested from the pt but has not been rec'd.